Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer went to the emergency room (ER) due to a blood glucose (bg) level of 560 mg/dl; cause was not known. A correction bolus was delivered via the pump, and a manual insulin injection was administered to address bg level. Customer was treated with intravenous saline and insulin and was released from the ER 2 hours later with no permanent damage. Tandem technical support performed a pump system check and verified the pump functioned as intended. The customer reverted to manual injections for insulin therapy.